Manufacturer narrative:
The pod was received in the partially deployed state. The slide insert was found in the deployed position, while the linkage assembly and formed needle were not fully retracted. The download data contained no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Inspection of the pod found the linkage assembly to be misaligned. Score marks were found on the top housing, indicating the misalignment. No other damages or manufacturing deficiencies were found that would result in failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 4 and 24 hours.